Manufacturer narrative:
The pump remains implanted and the patient continues on vad support. No product was returned for analysis. A direct correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use (IFU) lists bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had positive blood cultures on (B)(6) 2018 and was started on intravenous vancomycin and cefepime. The patient had an elevated white blood cell count but no fevers. Infectious disease was consulted and stopped the cefepime. Cultures were positive for streptococcus parasanguinis. This may have been a contaminant. The patient reported pain to the groin site where balloon pump had been. A computed tomography (CT) scan of the abdomen and pelvis was obtained that showed inflammatory changes in the left lower abdominal wall extending into the groin. Vancomycin was stopped due to worsening renal function. Zosyn was started on (B)(6) 2018 and was switched to cefepime on (B)(6) 2018, the following day, cefepime was switched to rocephin. Antibiotics were completed on (B)(6) 2018 and the patient had no further issues.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Section h6: patient code updated . Updated manufacturer's investigation conclusion: a direct correlation between (B)(4) and the reports of infection and bleeding cannot be conclusively determined. The heartmate 3 left ventricular assist system IFU lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides information regarding how to prevent infection. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 14 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was admitted following an lvad implant. Hematocrit and hemoglobin dropped down to 6.8 and 22.5. Patient was transfused one unit of packed red blood cells on (B)(6) 2018 and following the transfusion, hematocrit and hemoglobin rose to 7.7 and 24.8. No source of bleeding was identified. No additional information was reported.